Event description:
It was reported that the pump alarmed 'no disposable'. Another cassette was placed and the pump infused for about 13 hours then it began alarming 'no disposable' again. The cassette was replaced again. No patient injury was reported.

Manufacturer narrative:
Initial reporter also sent report to FDA? Yes, medwatch mw5108268. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed and root cause could not be determined. No lot number was provided; therefore, a device history record (DHR) review could not be completed.